Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit. Slim tip. Model: mn10450-50a. UDI: (B)(4). Serial: (B)(4). Batch: ab2382.

Event description:
It was reported that the patient's lead was fractured and had migrated. As a result, surgical intervention will be undertaken at a later date to address the issue. It is unknown which lead was fractured and had migrated.